Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin leaked into reservoir compartment past the second o-ring. Customer's blood glucose ranged from 235 mg/dl to 400 mg/dl. Customer reported that there were no air bubbles. Supplies would be replaced.

Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Inspected the reservoir's o-rings/stopper groove for anomalies and none were found. Ran the basal, bolus leaking tests and no leaks were noted.